Manufacturer narrative:
Model number/catalog number: sc-1160, (B)(4), model/catalog description: spectra wavewriter ipg kit. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation and pain caused by the system. It was noted that patient had high impedances. X-ray revealed that one tail of the lead had backed out of the battery. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively.